Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a physician performed an novasure endometrial ablation (procedure date unknown) and the "patient experienced extreme pelvic pain. Three weeks later [the physician] did a hysterectomy and [the physician] believes there was myo-necrosis". Additionally it was reported "the patient was fine". We have been unable to obtain add'l info surrounding this event.